Event description:
It was reported the patient¿s symptoms were worse since implant thursday, but tuesday and wednesday were okay. Reportedly, the patient usually got up 3 or 4 times per night but the patient got up 8 times the night prior to report. The caller wanted to increase the stimulation. It was stated the patient was only able to make adjustments when the antenna was attached. The patient reconnected the antenna and was later able to connect without the antenna. It was also stated the patient had swelling over the implant site. Stimulation was increased to 2.7 amps and the patient felt stimulation comfortably. The patient said she felt a shock.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).